Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The patient was not symptomatic. The device was explanted and replaced on (B)(6) 2016. No further information could be obtained.